Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the serial number label had some cracks and there was slight damage to the rear housing. Functional testing involved simulated use and showed the pump displayed last error code 1720 on power up. The reported issue of "cartridge not connected" error message was not able to be duplicated during the investigation. The displayed error, 1720, indicated an issue with the backup capacitor and the backup capacitor was changed to correct the error.

Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump displayed error message "cartridge not connected." It was reported that the cartridge was connected and still had 12 hours of medication left. Subsequently, the patient switched to back up pump. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.